Manufacturer narrative:
The info provided and the examination results are insufficient to determine the cause of this event. However, the wear observed is not necessarily unusual for the reported period of implantation.

Event description:
Reporter states, the tibial insert was revised due to polyethylene wear. However, the baseplate was well fixed and remains implanted.